Manufacturer narrative:
Product event summary: the battery was not returned for evaluation. Visual evidence provided by the site revealed a tear on the outer cable exposing the internal wires of the battery cable. As a result, the reported event was confirmed. Based on the available information, the most likely root cause of the reported event can be attributed to wear and/or to the handling of the device. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the outer sheath of the ventricular assist device (vad) battery cable was cracked at the connection to the controller and inside wires are visible. The battery was exchanged. No patient complications have been reported as a result of this event.